Event description:
Discordant hemoglobin a1c (hb1c) results were obtained on five patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were run on the same instrument, resulting lower than initial results except for sample 1148446, which resulted higher. The samples were repeated in an alternate laboratory on a dimension vista instrument, resulting lower than initial and first repeat results. The repeat result for sample 1148540 from an alternate laboratory was not provided. The corrected results from an alternate laboratory were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hb1c results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer performed the reagent probe 1 and the sample probe maintenance. The customer stated that their quality controls (qc) were out of range. Upon the ccc's instructions, the customer recalibrated the hb1c assay and ran qc which was acceptable, but later shifted high. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the reagent probe 1 mean was failing the system check. The cse checked the reagent probe 1 ultrasonic and it was acceptable. The cse rebuilt the reagent probe 1 and the sample pump panel with new tubes, syringes and valves and checked the pump gaps. The cse proactively replaced the reagent probe 1 ultrasonic. The cse ran a system check on the reagent probe 1 mean, which passed. The customer ran qc, which were within acceptable ranges. The cause of the discordant hb1c results on five patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.